Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and dilator for analysis. Definite signs of use in the form of biological material were observed. Visual analysis revealed that the sheath tip was crimped/folded. The appearance of the damage to the sheath body is consistent with undue force applied on the sheath during an attempted insertion. The sheath outer diameter measured 0.0790", which is within the specification limits of 0.078" - 0.084" per the sheath extrusion product drawing. The sheath inner diameter at the proximal end measured 0.066", which equals the nominal value of 0.066" per the sheath extrusion product drawing. The sheath length could not be accurately measured due to the damage. The returned dilator was able to be removed and re-inserted through the sheath with little to no issue. Performed per IFU statement, "check peel-away sheath placement by holding sheath in place, twist dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The report of a damaged peel-away body was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was crimped/folded. Despite the damage, the sheath met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the peal away sheath peeled back on itself at the transition point of the sheath and dilator. Another device was used.